Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s last implantable neurostimulator (ins) had a problem holding a charge and was replaced due to the issue. It was asked but unknown when the inability to hold a charge had started. No further complications were reported.